Manufacturer narrative:
The unit was returned to the service center for evaluation. There were intermittent lines noted in the unit¿s image due to a shortage in the cable. In addition, kinks were noted in the cable. The cause of the cable damage cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the image disappeared temporarily and believes here is a glitch inside the camera head. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: the legal manufacturer reported based on the evaluation, it was believed that this phenomenon occurred due to a failure of the cable unit. The product shipment record was checked, but there was no abnormality in the device. Cable breakage may be due to user handling. Regarding cable breakage, the contents of the instruction manual at the time of shipment from the product were checked and there are the following descriptions. It is concluded that indication phenomenon can be prevented by this. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As a result of checking DHR, it was confirmed that there were no manufacturing abnormalities, special adoptions, and variations.